Event description:
It was reported that the pump experienced a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to inspect and clean the pump, discard the defective cartridge, fill a new one, and follow on-screen instructions to complete the load process. The caller successfully resumed insulin and was advised to monitor system performance, with replacements for the cartridge to be sent. The customer understood and acknowledged the instructions.